Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the event, but further information was unable to be obtained. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Technical services (ts) reviewed the data and noted that the average shock impedance was trending around 100 to 110 ohms with no clear indication the trend was increasing at present. Ts noted given that the values had been greater then 125 ohms it may be helpful for an alert management but adjusting the cutoff from 125 to 150 oms as the new alert would prompt review of the trend to confirm if the average shock impedance trend was rising. Further monitoring was recommended. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Technical services (ts) reviewed the data and noted that the average shock impedance was trending around 100 to 110 ohms with no clear indication the trend was increasing at present. Ts noted given that the values had been greater then 125 ohms it may be helpful for an alert management but adjusting the cutoff from 125 to 150 oms as the new alert would prompt review of the trend to confirm if the average shock impedance trend was rising. Further monitoring was recommended. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being submitted to update section h11. The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Good faith effort attempts were made to try and retrieve additional details regarding the event, but further information was unable to be obtained. This product investigation is still in progress. This report will be updated when product investigation is complete.